Manufacturer narrative:
Submit date: 11/03/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer reports that the feeding tube was placed for feeding of a newborn. The infant was given their first tube feeding and the tubing did not permit proper flow, it was very restricted and slow in rate of infusion. The staff states that they must put some pressure behind the infuse feeding. Ultimately, for the second feeding the fluids would not run so the tube was removed. When the tube was removed, the staff discovered that the tubing a cracked and split practically through the entire tube.

Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.